Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Event description: it was reported that the acorn-shaped positioner of a goldstein sonobiopsy catheter came off of the catheter during a saline infusion sonohysterogram (sis) procedure and was retained in the patient. The procedure was completed by endometrial catheter placed through the cervix and infused with saline. After procedure, saline was withdrawn, and catheter retracted. The device part was discovered in the patient ' a few days' after the procedure. The patient was not hospitalized or had prolonged hospitalization due to the event. The patient did not require any additional procedures due to the event. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Investigation evaluation: reviews of documentation including the quality control and instructions for use (IFU) were conducted during the investigation. The product was not returned to cook for visual inspection or testing. Without visual and/or functional testing of the product, we are unable to determine if this is a manufacturing issue. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. A review of the device history record for the complaint device could not be conducted nor could a search of other complaints associated with the complaint device lot number be completed, due to the lack of production lot information from the user facility. Cook also reviewed product labeling. The product IFU, t_j-gsbc_rev1, ¿goldstein sonobiopsy catheter¿ provides the following information to the user related to the reported failure mode: "note: upon removal of catheter, ensure that positioner is still on body of catheter. If still lodged in patient cervix, remove using forceps." Based on the available information, no product returned, and the results of the investigation, the most likely cause for the reported event was the customer's failure to follow instructions. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Initial reporter occupation: customer occupation = unknown. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the acorn-shaped positioner of a goldstein sonobiopsy catheter came off of the catheter during a saline infusion sonohysterogram (sis) procedure and was retained in the patient. The procedure was completed by endometrial catheter placed through the cervix and infused with saline. After procedure, saline was withdrawn, and catheter retracted. The device part was discovered in the patient a few days' after the procedure. The patient was not hospitalized or had prolonged hospitalization due to the event. The patient did not require any additional procedures due to the event. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence.